Event description:
It was reported that the customer experienced a blood glucose (bg) level of 45 mg/dl. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Due to bg level customer lost consciousness. Reportedly, customer required no 3rd party intervention and was able to treat the low bg themselves. Customer consumed juice and "unplugged pump" to address bg level. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg was unknown, customer acknowledged and understood.